Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the vertebral artery using penumbra smart coils (smart coils). During the procedure, the physician advanced a smart coil through another manufacturer's microcatheter without an issue but encountered resistance upon attempting to advance the coil out of the tip of the microcatheter. Subsequently, the smart coil was unable to advance out and was retracted from the microcatheter. The procedure was then completed using new smart coils and another manufacturer's coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the smart coil pusher assembly; the pusher assembly was kinked approximately 94.5 and 117.0 cm from the proximal end; the embolization coil was intact with the pusher assembly. The embolization coil outer diameter (od) was measured and found to be within specification. Conclusion: evaluation of the returned device revealed that the smart coil pusher assembly was kinked. This type of damage likely occurred due to improper handling during use. If the device is forcefully advanced against resistance, damage such as a kink may occur. The root cause of the resistance that was experienced could not be determined. The od of the smart coil was measured and found to be within specification. The non-penumbra device mentioned in the complaint was not returned for evaluation. Smart coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.